Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned; however, it was unable to be evaluated as it was contaminated with a biohazardous material. A batch review was unable to be performed as the lot number is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink minivolume extension set leaked. This occurred in the pediatric cardio thoracic unit during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.